Event description:
It was reported to philips that the defibrillation test failed in operational check. There was no patient involvement. The customer worked with a philips rse (remote service engineer) and it was determined that the high voltage capacitor needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor. The customer was instructed to replace the high voltage capacitor. The device remains at the customer site and no further evaluation is required at this time.